Event description:
It was reported that the ventricular lead was unable to be manipulated due to the 9 french diameter of the lead in the patient's anatomy. Therefore the ventricular lead was removed and the physician requested a smaller 7 french diameter lead for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.